Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, this left ventricular (lv) lead exhibited loss of capture. The lv lead was found to be dislodged. At this time, the system has been reprogrammed as the patient is not dependent on lv therapy. No adverse patient effects were reported.